Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were visually examined and microscopically tested. One cylinder had wear at a fold and a hole in the proximal end of the cylinder from the use of a sharp instrument. Additionally, a hole in the outer tube from wear in the proximal end of the cylinder was found. The other cylinder had wear at a fold and a hole in the outer fabric at the proximal end from sharp instrument use. The pump was examined, and no damages were found but the component did not pass the activation test. The reservoir had wear at a fold in the shell and performed within specifications. The cylinders passed the leak and pressure tests, and the holes were most likely caused during explant. Based on the information available and analysis results, the product analysis was not able to identify the cause that could have contributed to the reported clinical observation of fluid leak.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a leak on right side. All components were removed and replaced. No patient complications were reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a leak on the right side of the device. All components were removed and replaced. No patient complications were reported.